Event description:
Hill-rom technical support received a report from the account stating the patient positioning module would not set. The bed was located in the med/surg department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to zero the bed exit and then place the patient back in the bed and weight them and attempt to set the ppm. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The account did not provide the serial number of this bed. It is unknown if hill-rom performed any preventive maintenance. It is also unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.